Event description:
On (B)(6) 2013 the patient's vns device was interrogated and diagnostics revealed high impedance. The high impedance was first observed on (B)(6); however, the patient was not having any issues and was still getting stimulation as evidenced by voice alteration with stimulation at the time. The physician decided to leave the device on and increased the settings. The patient is also reporting an increase in depression symptoms; however, it was not above baseline. Follow up with the physician indicated there was no patient manipulation or trauma that occurred which would have caused or contributed to the event. It was not clear what the relationship is between the increased depression and vns. The patient has not had any seizures, but depression is worsening. It is not known if any causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. The patient follows with the psychiatrist for the depression. No other information was provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.